Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0873 inches. The thump and carelink software was utilized and downloaded trace/history files properly. On the primary svn#: (B)(6), unable to verify daily total of basal/bolus and all insulin delivered on the event date 17-feb-2025 listed on smartsolve due to insufficient data in the trace/history files and there is no unexpected alarm(s)/suspends recorded in the formatted history file. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert (104) on (B)(6) 2025 at 08:32:00. No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. In further analysis of the pump history found no insulin flow blocked alarm/no delivery alarm 2 days prior to the event date of 17-feb-2025 in the formatted history file. Multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2025 from 00:42:00.000 until 02:12:00.000 during basal deliveries. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The insulin flow blocked alarm/no delivery alarm functioning properly. Pump rewinds properly. The test guardian link communicated or paired properly with the pump noted. No communication anomaly noted. On related svn#: (B)(6), the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Customer did not experience an unexpected power loss of less than 7 days due to no record of a low battery alert fault 104, replace battery or replace battery now alarm in pump history records a month before the event date of 19-jul-2024. Svn#: (B)(6), unable to verify daily total of basal/bolus and all insulin delivered on the event date 13-feb-2025 listed on smartsolve due to insufficient data in the trace/history files and there is no unexpected alarm(s)/suspends recorded in the formatted history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing display window cover, keypad overlay texture damage, pillowing keypad overlay, cracked select button keypad overlay and cracked battery tube threads. The pump passed all the required testing. Unable to verify customer alleged for high bg and dka. Customer alleged for no delivery alarm/insulin flow blocked alarm, rewind anomaly, absence of alarms, sensor/transmitter issue was not confirmed. Customer alleged not confirmed for low battery alarm or short battery life. Charge/battery lasts less than expected was not confirmed. Cosmetic damage was confirmed at the battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump was damaged, an insulin flow block, the short battery life, the pump rewind was required, an absence of alarms, an unknown sensor issue, and lost the transmitter. The customer reported hyperglycemia treated with ems/ambulance/ER visit. The event involved product(s) mmt-7841zn, mmt-332a, unomedical, and mmt-1884. Troubleshooting was not performed. It was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event or not and whether the customer was used the auto mode feature or not. No further patient complications were reported. Product return requested for mmt-7841zn. Customer declined to return or is unable to return. Product return was requested for mmt-332a. The customer will discontinue using the device, and the customer response was that the device will be returned. Product return was requested for unomedical. The customer will discontinue using the device, and the customer response was that the device will be returned. Product return was requested for mmt-1884. The customer will discontinue using the device, and the customer response was that the device will be returned.